Event description:
Pt reported that a bone scan showed that part of the knee had "come apart". The revision surgery is pending and no add'l details were provided.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices remain implanted. The device history record review provides assurance the part was accepted with conformance to the product requirements.